Manufacturer narrative:
(B)(4). Device not returned.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The initial result was 2.2 inr. The patient did not believe that this result was accurate. Within 7 hours, he tested with another coaguchek xs meter and received a result of 2.9 inr. This value was believed to be accurate no adverse events were alleged to have occurred with the patient. The patient did not receive any treatment based on a meter result. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. The patient did not have anemia, polycythemia, or antiphospholipid antibodies. The patient does not use other anticoagulants. The patient's product was requested for investigation and replacement product was sent to the patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The patient's meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.1 inr, donor 2 inr: 2.1 inr. Donor 1 hct: 44%, donor 2 hct: 48%. Testing results: donor #1: master lot: 2.1 inr, customer meter and master lot: 2.1 inr. Donor #2: master lot: 2.1 inr, customer meter and master lot: 2.1 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned and the retention material meet specifications. Upon review of the meter memory, the complained value reported by the customer could not be verified due to the date on the meter being set incorrectly.